Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. On day 2, the tissues often develop a deep bluish discoloration that looks like a "deep bruise", but capillary compression testing shows abnormal delay in capillary refill, and 1-2 days later the blister phase indicates the first signs of skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the USA, in france. A physician notified teoxane of an adverse event on (B)(6) 2023. A patient was injected with 0.3 ml of teosyal rha 3 in the nose. Two days after the injection, the patient presented with a moderate necrosis at injection site. According to the information received on (B)(6) 2023, the injector provided the following medical treatment to the patient: 3 vials of hyalase, on (B)(6) 2023, antibiotics (unknown quantity and duration), aspirin (an anti-inflammatory, unknown quantity), corticosteroides, (unknown quantity and duration), led and hyperbaric oxygen therapy. Following the treatment, all the symptoms were partially resolved. And despite reminders, we were not able to obtain additional information about the complete resolution of the symptoms. Thus, the complaint was closed.